Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was not reported . The patient was hospitalized for the event. The same day as event onset, the patient was treated with fortum and cloxacillin ( 1 gram stat dose, 250 mg maintenance dose, route, duration and frequency not reported) for peritonitis. Four days later, the patient began treatment with amikacin (125mg maintenance dose, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information was available.